Manufacturer narrative:
This event was confirmed use related, not attributed to a device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause for the reported event is the internal tubes not being reconnected properly during maintenance. Biomed stated that he rechecked the connections and found he had not connected the tubes correctly. This issue is resolved and will not be sent in for repair. The complaint or reported issue was confirmed through other elements of the investigation to not be manufacturing related. The instructions for use are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product. Routine maintenance and service should be performed on the arctic sun stat temperature management system control module every 6 months at a minimum. This consists of cleaning the external surfaces, accessories and chiller condenser, inspecting the device, and replenishing the internal arctic sun cleaning solution that suppresses microorganism growth in the water reservoir and hydraulic circuit. See the arctic sun stat temperature management system service manual for additional information. Service: contact bd customer support for technical support and customer service instructions to enable appropriately qualified technical personnel to repair those parts of the equipment that bd considers repairable. Calibration: see arctic sun temperature management system service manual for calibration requirements and instructions. Calibration is recommended after 2,000 hours of operation, or 250 uses, whichever occurs first as indicated by the system display. Per service manual baw2800349 rev 3: 8.19 replace circulation pump. Tools and supplies required: flat blade screwdriver, small flat blade screwdriver, wire cutters. 1. Lift upper bracket to allow access to the pump per step 8.17. 2. Disconnect the cable that connects the circulation pump to the I/o board. 3. Using a small flat blade screwdriver, loosen the hose clamp that secures the tubing to the back of the manifold. Slide hose clamp backwards onto tube and then remove tube from manifold. 4. Locate the flowmeter cable and disconnect it from j2 on the I/o circuit card. Cut the two wire ties that secure the flowmeter cable to the upper bracket. 5. Using a flat blade screwdriver, remove the four (4) mounting screws that secure the pump to the upper bracket. 6. Carefully remove the circulation pump and replace. Note: when re-connecting cable to pump motor, ensure that the connector is correctly seated, with no exposed pins on either side (see figure 8-46). Based on the results of the investigation, no additional actions are needed. Corrections: d, f, h. UDI format updated with available product information per gudid. H11: sections a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had replaced the circulation pump, heater, and mixing pump, however the arctic sun device was failing calibration for error 2, expected -7 actual 3.9. Per review of wo notes, they had them run a functional verification in bypass mode, still was unable to get inlet pressure (ip) above -4. Stated the pumps they put in were bd pumps, but they never know. Could also be an air leak. Stated they would provide a depot assessment quote with a loaner.

Event description:
It was reported that they had replaced the circulation pump, heater, and mixing pump, however the arctic sun device was failing calibration for error 2, expected -7 actual 3.9. Per review of wo notes, they had them run a functional verification in bypass mode, still was unable to get inlet pressure (ip) above -4. Stated the pumps they put in were bd pumps, but they never know. Could also be an air leak. Stated they would provide a depot assessment quote with a loaner.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.